Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, returned transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5197279), being used with the complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the transmitter did not confirm the reported event of a permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (690ex) that was used with the device was also returned for evaluation on 05/20/2015. A follow-up report will be submitted once the evaluation is complete.